Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two weeks post operative visit for achilles rupture repair. Splint was removed and over the distal portion of the incision the running suture that was used to close the skin had broken and the patient had a 3cm wound dehiscence. The anchoring end of the suture was intact so it did not appear to be the knot that came undone but the actual suture itself broke in the middle.